Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was seen in the clinic. During interrogation there were three mode switch episodes due to noise on the right atrial and right ventricular leads. The device was reprogrammed and auto-capture was turned on in the right atrium. During a remote monitoring session which occurred on (B)(6) 2017, transmission revealed nine mode switch episodes due to noise on the atrial lead. The leads remained implanted and would be followed-up normally. No intervention or patient symptoms were reported.